Event description:
Report indicates "pump was set for 20 ml/hr. Nursing states that pump set at 20ml/hr. But in first hour delivered approximately 400ml of fluid while in pump. (Free flow) sample directly sent to technical services." No additional information is available on patient condition or medication. Additional information reveals the medication was heparin. No pt injury reported. Tubing was a continu-flo set jc5380?